Event description:
Overdelivery reported during scheduled annual preventative maintenance testing by the user facility biomedical engineer. There was no report of pt event while the device was in clinical service. There was no additional info available.